Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged unexpected shutdown issue could not be verified due to the malfunction alarm issue. A different issue was also identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump shut down unexpectedly. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level was 128mg/dl.